Manufacturer narrative:
Failed o/l test. Passed ground test. Fluid inside handpiece. The point of entrance could not be determined. Good crimps; good tape.

Event description:
Band piece primed successfully and ultra sonic energy delivered on "low" setting - "med" setting then selected - microtip inserted in patient and no cutting present - withdrew device. No cutting on "med" or "high".